Event description:
The facility's biomed reported failure code 550. The customer was contacted by baxter tech support and stated that this pump was not involved in a pt incident this time or since it was last serviced by baxter. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, medication involved or the set up of the infusion device.